Event description:
It was reported there was no connector pin in the packaging. It was stated they used the connector pin from the other catheter that was removed from the patient during a pump replacement.

Manufacturer narrative:
(B)(4).